Event description:
Patient presented back to the physician with concerns due to improper wound healing of the chest incision site. Physician referred the patient to an infectious disease specialist, where IV antibiotics were initiated.

Event description:
Patient presented to the physician with pain at the chest incision site. Physician prescribed oral antibiotics and steroids. Patient presented back to the physician with drainage at the chest incision and no improvement in symptoms. Physician brought the patient into the or, performed a washout procedure, and closed the incision. Patient was admitted for observation, and IV antibiotics were initiated. Postoperative antibiotics were prescribed.